Event description:
Erosion was reported. The right side of ins was tilted and poking outwards, no broken skin, was superficial. There was no known accident or incident related to this issue. The patient noted change gradually over time. The patient had lost about 30 lbs since receiving implant. The patient was recharging just the other day that it seemed like the recharger was pulling the ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60 lot# (B)(4) implanted: 2011-(B)(6) explanted; product typ lead product ID 37752 lot# (B)(4) implanted: explanted; product typ recharger product ID 37743 lot# (B)(4) implanted: explanted; product typ programmer. (B)(4).